Event description:
During shift check, the customer reported the autopulse li-ion battery (sn (B)(4) did not power on the autopulse platform. The platform does not display any fault codes. The status leds on the battery illuminate 4 green lights, indicating the battery is fully charged. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 2022-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.